Event description:
It was reported that caller experienced repeated cartridge alarms on insulin pump that did not occur during cartridge loading and had not been reported previously for this pump. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted with loading new cartridge using proper technique, but cartridge alarm recurred, pump was out of warranty so pump was not replaced and no additional information was received regarding further outcome.